Event description:
It was reported by the rep that during a lap colon resection procedure, the left side of the buttons would not work. They opened a new one and completed the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.